Event description:
During ureteroscopy, piece of laser fiber tip broke off during use in renal pelvis, unable to be retrieved. Dr notified the patient, will medicate with lasix and have patient strain urine. May require additional surgical intervention if patient does not pass spontaneously.